Manufacturer narrative:
(B)(4). To date the incident sample has not been received. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an anterior resection of the pt's rectum, the device jaws could not be re-opened while applied to tissue. The surgeon removed the jaws by resecting the tissue directly adjacent to the jaws. There was no pt injury.